Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. According to the investigation, the analysis was conducted based on the complaint information. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The investigation stated the device is an electrode designed specifically for coagulation, it is not suitable for procedures such as "due to the risk of bleeding, a procedure was performed to scrape out the tumor with a roller electrode. (Continuous output for about 1 hour). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic trans urethral resection in saline (turis) procedure, the high frequence resection electrodes resection rollers broke off. The procedure was completed with another device. There was no report of patient harm or user injury associated with this event.